Event description:
On (B)(6) 2026, while preparing to insert a xiangma closed-system intravenous cannula for a contrast-enhanced CT scan, a black spot was discovered on the prn of the cannula during inspection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.